Event description:
It was reported that this pacemaker showed difficulties to be interrogated. The field representative had no further information but was going to continue troubleshooting. The pacemaker remains in service. Additional information was received from the field representative mentioning that the physician texted them later in the day, saying he was able to interrogate the device easily and everything looked good. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed difficulties to be interrogated. The field representative had no further information but was going to continue troubleshooting. The pacemaker remains in service. No adverse patient effects were reported.